Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and syncope ('fainting spells') in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraesthesia lower limb, diphtheria, pertussis, hyperlipidemia, itching, galactorrhea, pain, back pain, rib pain, hand pain, candidiasis, anemia, abdominal pain, allergy to vaccine, influenza, itching, oligomenorrhea, vaginal discharge, urinary frequency, dizziness, spotting vaginal, malaise, fatigue, joint pain, menses irregular, endometriosis of ovary, adenomyosis, bleeding menstrual heavy, menorrhagia, light headedness, hyperlipidemia and musculoskeletal disorder. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), menopause ("abnormal perimenopausal bleeding"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dizziness ("dizziness"), dry mouth ("dry mouth"), depression ("depression"), arthralgia ("hip pain"), rash ("rashes") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, syncope, menopause, allergy to metals, dizziness, dry mouth, depression, weight increased, arthralgia, rash and vision blurred outcome was unknown. The reporter considered allergy to metals, arthralgia, depression, dizziness, dry mouth, genital haemorrhage, menopause, pelvic pain, rash, syncope, urinary tract disorder, vision blurred and weight increased to be related to essure. The reporter commented: left:3 trailing coils, right: 3 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there is satisfactory location of the micro-inserts seen in fallopian tubes as discussed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: rash, weight increased, dizziness, allergy to metal, vision blurred, dry mouth and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and syncope ('fainting spells') in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tingling, diphtheria, pertussis, hyperlipidemia, itching, galactorrhea, pain, back pain, rib pain, hand pain, candidiasis, anemia, abdominal pain, allergy to vaccine, influenza, itching, oligomenorrhea, vaginal discharge, urinary frequency, dizziness, per vaginal bleeding, malaise, fatigue, joint pain, menses irregular, endometriosis of ovary, adenomyosis, bleeding menstrual heavy, menorrhagia, light headedness, hyperlipidemia and musculoskeletal disorder nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), menopause ("abnormal perimenopausal bleeding"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dizziness ("dizziness"), dry mouth ("dry mouth"), depression ("depression"), arthralgia ("hip pain"), rash ("rashes") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, syncope, menopause, allergy to metals, dizziness, dry mouth, depression, weight increased, arthralgia, rash and vision blurred outcome was unknown. The reporter considered allergy to metals, arthralgia, depression, dizziness, dry mouth, genital haemorrhage, menopause, pelvic pain, rash, syncope, urinary tract disorder, vision blurred and weight increased to be related to essure. The reporter commented: left:3 trailing coils, right: 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there is satisfactory location of the micro-inserts seen in fallopian tubes as discussed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: rash, weight increased, dizziness, allergy to metal, vision blurred, dry mouth and genital bleeding. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.